Event description:
It was reported that the right atrial lead exhibited high thresholds. The lead was capped and replaced. No patient complications occurred during the procedure.

Manufacturer narrative:
(B)(4).